Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent was deformed and difficulty crossing the lesion occurred. While attempting to advance a 3.5 x 26 promus premier select through the stenosis, a stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product. Correction: evaluation result code added: operational problem identified. Evaluation conclusion code: changed from adverse event related to patient condition to adverse event related to procedure.

Event description:
It was reported that the stent was deformed and difficulty crossing the lesion occurred. While attempting to advance a 3.5 x 26 promus premier select through the stenosis, a stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported in relation to this event. Device evaluated by manufacturer: promus premier select, mr, ous 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 1-2 were damaged with stent struts lifted and bent back in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that the stent was deformed and difficulty crossing the lesion occurred. While attempting to advance a 3.5 x 26 promus premier select through the stenosis, a stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported in relation to this event. Device evaluated by manufacturer: promus premier select, mr, ous 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 1-2 were damaged with stent struts lifted and bent back in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.